Manufacturer narrative:
A ge representative evaluated the system and reloaded system software and calibration files. No patient injury was reported.

Event description:
The customer reported the system would not save or retrieve images. No patient injury was reported.